Event description:
A physician reported a pt who was originally skin tested on 30 aug 1999. On 11 oct 1999, the pt was re-skin tested in the right forearm. The pt stated she developed swelling and induration at the test site - (onset date 10-18-1999). One month later, the site became intermittently red and swollen. On 24 mar 2000, the pt presented with a "lemon size" area at the test site which was red, swollen and painful. The physician believed this was a definite positive skin test with abscess. On 27 mar 2000, the physician prescribed oral keftab and planned on possibly performing an I&d. As of 5 april 2000, the swelling at the test site had decreased in size and appearance was dramatically improved, though still somewhat dark. The physician has not prescribed any new medical or surgical intervention. The pt will continue the oral keftab. The physician did not perform an I&d. The physician returned a report summary by mail, which was received by mcghan medical on 17 april 2000 stating that the abscess symptoms had resolved as of 7 april 2000.